Event description:
Customer reported a button error alarm. The customer's blood glucose was 175 mg/dl. She also reported a battery out limit alarm that caused all her settings to be reset. The customer also reported her insulin pump was scrolling when she was attempting to set her time. The customer stated her insulin pump was exposed to some moisture as she was hit by a sprinkler. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info is provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window were noted during the visual inspection. All of the buttons functioned properly. No button error alarm was noted. However, moisture damage was noted on the keypad traces. Moisture damage was noted on the display board and mother board.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).